Manufacturer narrative:
Follow-up done because of a final root cause determination of the issue.

Event description:
Component fractured. Follow up done because of a final root cause determination of the issue.

Event description:
Component fractured.